Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported or identified during this evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. The IFU lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient required a transcatheter aortic valve implantation (tavi) procedure due to aortic insufficiency.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was provided that the patient had low to moderate aortic regurgitation before the left ventricular assist device (lvad) implant. No device related issues caused or contributed to the aortic insufficiency. The patient did not have particular symptoms and had good recovery after the lvad implant. Diagnostic test results were not available.